Event description:
The customer stated that she tested her blood glucose and received a reading of 32 mg/dl using the contour meter. She retested using another meter and received a reading of 138 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.